Event description:
The hcp reported the patient wsa experiencing severe hallucinations. The patient was admitted to the hospital and treated with supplemental oral baclofen and valium. The patient was discharged and returned to the clinic in 2005 for a pump refill. The expected reservoir volume was 4.0ml and the actual was 17.mk. A dye study was done that showed "pump frozen. Pump died without low battery alarm warning." The pump was explanted and replaced in 2005. The patient was reported to be doning well with no spasms.